Event description:
It was reported on 05/24/2016 that the patient is having an increase in seizures and is planning to have a battery replacement because of the increase. No additional relevant information has been obtained to date.

Event description:
The patient underwent generator replacement surgery. No additional relevant information has been received to date.